Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: the full lead, in segments, was returned and analyzed. The helix disengaged from the helical channel; the helix is over retracted. Blood/body fluid was present on the distal conductor and in/on the helix mechanism.

Event description:
It was reported that during an implant attempt the lead could not be fixated in the apex the second time it was attempted. The lead was not used. No patient complications have been reported as a result of this event.